Event description:
It was reported the device was observed with leak (tip leak), found during an unknown event. No harm reported. No patient harm, no user injury reported . Device evaluation found the device nozzle has foreign object. This report is being submitted for foreign material found on the device nozzle (insufficient cleaning (handling problems).

Manufacturer narrative:
Address- full name of the establishment is (B)(6) hospital, organization for promotion of regional medical function. The subject device was received and evaluated. Device evaluation found a pinhole on a-rubber, and due to pinhole , watertighness is lost (leakage observed). In addition, service noted the electrical connector (el-connector) has discoloration due to water leakage. The reported issue of "tip leak" was confirmed. Furthermore, device evaluation observed foreign material on the device nozzle (insufficient cleaning (handling problems). Additionally, the following defects were identified during device inspection: due to wear of angle wire, bending angle in up direction does not meet the standard c-cover has a scratch. Control unit has a scratch. Image guide (ig) protector has a scratch. Scope cover (s-cover) has a scratch. S-connector has a scratch. Up/down (u/d) knob has a scratch. Forceps elevator (fe) lever and knob has a scratch. Right/left (r/l) knob has a scratch. Grip has a scratch. Universal cord has a scratch. Protector of universal cord on scope connector (s-connector) side has a scratch. Protector of universal cord on control section side has a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d5 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was not cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the air/water nozzle is flushed with detergent solution. It is not known if the nozzle is cleaned with lint-free cloths/brushes/sponges the event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ [inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function. 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.